Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. Cont e1 phone number - (B)(6).

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV". This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV". This record is for the left side. Device has been explanted and replaced with non-abbvie device.